Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in its original product packaging. Visual inspection showed no signs of a glutaraldehyde leak on the outer packaging, small bends were noted at the bottom corners. The safety seal on the returned jar was received broken and misaligned. Due to the receipt condition, a torque assessment to evaluate against the ¿difficult to open jar¿ allegation could not be performed. It is possible a reading from the torque tester would be unreliable as the jar has been previously opened. Amber stains suggestive of dried glutaraldehyde was observed on the jar label and lid. Upon opening the jar, remnants of gasket material were stuck along the rim of the jar. Crystallized, dried glutaraldehyde was observed along the threads of the jar. Loose pieces of gasket particulates were noted on the jar threads. During visual inspection, white particulates were observed inside the jar. Particulates appear to be from the gasket. The gasket showed peeling in the rubber consistent with pieces of gasket stuck to the rim of the jar. Small white gasket particulates were observed around the damaged gasket and on the lid threads. The threads on the lid showed minor stripping in two areas. The 3m freeze watch temperature indicator was not activated. White particulate was found in the jar and/or lid upon opening. Fourier transform infrared (ftir) analysis was performed to confirm the white particulates were from the gasket inside the lid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the jar lid of the evproplus-29 was difficult to open, and the sealing material was stuck to the glass jar. The device was never implanted, and there was no impact on any patient associated with this event. The product was replaced. There was no patient involved.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: annex c and annex d updated this regulatory report is being submitted as part of a retrospective review. The investigation results have been updated to reflect the root cause findings from CAPA 684613. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.